Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having a trouble in keeping a charge and extended ipg charging. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient was having a trouble in keeping a charge and extended ipg charging. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.